Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and had occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/18/2014 with the following findings: a eaw 128-fxxx alarm, which is defined as a post delivery motor power supply fault and can be indicative of the type of issue that was reported, was not observed in the black box or history data. However, evidence of short battery life was observed in the black box data. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during the analysis. The battery compartment was observed to be intact. No eaw 128-fxxx alarms were observed during the analysis: the reported issue was not duplicated. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.